Event description:
The patient received her scs system on (B)(6)2005. It was reported that the ipg had lost communication functionality with the charger. The ipg was surgically repositioned. The physician verified that patient programmer was able to establish communication with the ipg during the procedure. The patient was still unable to communicate with the ipg using the charger following the surgery. The ipg was replaced; the patient was reportedly doing well. The explanted ipg was not returned to ans for eval. No add'l info is available.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.